Event description:
The hosp reported that during a coronary artery bypass procedure, while squeezing the tabs on the loading device for the heartstring iii, it was noted that the heartstring iii seal did not roll completely to allow for loading into the delivery tube. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no conformance recorded in the lot history. (B)(4).